Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown - unknown persona femoral component - unknown. Unknown - unknown persona articular surface - unknown. G2: foreign country: netherlands. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 2 years post-op, the patient experienced hard swelling in the knee cavity that was detected on ultrasound. Subsequently, the patient underwent a surgical procedure where scar tissue was removed. Attempts have been made and all available information has been provided.